Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017-00148, 0009610576-2017-00032.

Event description:
It was reported a patient underwent hip revision approximately two years post-implantation due to infection. The patient subsequently expired on an unknown date, within four days of the revision procedure. It was reported the patient had sepsis.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Surgical notes,x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. However, the information gathered showed that the infection occured more than 2 years after initial surgery. At this stage, there is no element showing that the implants could be the cause of the incident. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.